Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00705. It was reported that the patient underwent surgical intervention on (B)(6) 2019 for a lead revision due to wanting better coverage. The physician ended up explanting the full system instead due to the physician being unable to pass the scar tissue.

Event description:
Device 1 of 2; reference MFR. Report#: 3006705815-2019-00705.